Event description:
A x-tip separated during a procedure. Follow-up communication with the dr indicates that several x-tip units separated and in on case a x-tip caused the bone to overheat, though did not separate. The separated pieces were retrieved in all cases without injury.

Manufacturer narrative:
Though there was no injury reported in this event, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.